Event description:
It was reported that the device failed to treat an episode of ventricular fibrillation due to a high defibrillation threshold. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.